Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needle had their caps "melted" onto the bag, and when attempting to remove them from their packaging during use, their plungers were pulled out of their barrels, compromising their sterile field. The following information was provided by the initial reporter: "consumer reported damaged caps in 1 bag of syringes. 2 syringes affected. Stated the caps were melted onto the bag and when she tried to remove the syringes from bag, she pulled out the plungers from the syringes. Stated cap along with plunger came out of barrel."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #7352756. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needle had their caps "melted" onto the bag, and when attempting to remove them from their packaging during use, their plungers were pulled out of their barrels, compromising their sterile field. The following information was provided by the initial reporter: "consumer reported damaged caps in 1 bag of syringes. 2 syringes affected. Stated the caps were melted onto the bag and when she tried to remove the syringes from bag, she pulled out the plungers from the syringes. Stated cap along with plunger came out of barrel."